Manufacturer narrative:
E1: phone number extension: (B)(4). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing showed acu watchdog failure; primary audible alarm post; primary audible alarm bgnd test. The main board and interconnect printed circuit board were both replaced to resolve this issue.

Event description:
It was reported that the pump alarmed power on self test every 3 to 4 days. There was unknown patient involvement. Device evaluation revealed acu watchdog failure; primary audible alarm post; primary audible alarm bgnd test.